Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light was too weak for c-mac video laryngoscope blade. It was discovered during preparation, before the patient was in the or. It took 2 minutes to find another blade instead and the procedure was done successfully without any delays. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "light to weak " was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted. Led is dim. Blade damaged. Housing damaged. Cover damaged. Plug worn. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the customer, which is why the light is not working properly. If new or additional relevant information, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).